Manufacturer narrative:
The events of abscess and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess and exposure.

Event description:
Healthcare professional reported left side "removal of the device, following post-operative abscess leading to antibiotherapy. Disruption of the sub-breast scar, exposing around 4 cm of the prosthesis." Device has been explanted.